Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734252, serial/lot #: unknown. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure during the inspection, a fixation failure of the support arm was confirmed. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the issue occurred prior to a cranial procedure. The issue could not be fixed. The use of another articulating support arm resolved the issue.

Manufacturer narrative:
The articulating arm was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned arm was very worn with many nicks and scratches. Otherwise, the arm locked and released without issue. No problem found. If information is provided in the future, a supplemental report will be issued.